Event description:
It was reported that during a laparoscopic procedure, there was some difficulty in opening the jaw after firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/27/2009. Information anticipated, but unavailable at this time.